Event description:
It was reported that the customer has some episodes of low blood glucose levels and the paramedics were called on two different occasions. It was reported that the customer had chest x-rays prior to the event. It was also stated that the customer's daughter found her passed out as a result of low blood glucose values of 33 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.